Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The field service engineer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had a failed drawer. The field service engineer cleaned both tapes and sensors and rebooted the station to the application to resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.